Manufacturer narrative:
It was reported that the patient underwent revision surgery on (B)(6) 2018, in order to convert the patient to a subcutaneous baha implant system. During the procedure, the abutment was removed and a magnet was placed on the internal fixture.

Manufacturer narrative:
This report is submitted on july 13, 2018, by cochlear ltd. On behalf of cochlear americas.(B)(4).

Event description:
Per the clinic, the patient developed an infection and subsequently underwent an abutment revision on (B)(6) 2018.